Manufacturer narrative:
Correction: correct UDI (B)(4) received.

Manufacturer narrative:
The display for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The cable assemblies was returned to the manufacturer for analysis. The cable assemblies was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The mvs computer was returned to the manufacturer for analysis. Analysis found that the key mechanism was loose. The c1 drive was not seated properly. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the monitor became black. The video cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, there was a black screen on the mobile view station (mvs) on second boot up. The connections were verified in the computer. The video came back after touching the video cable. There was no patient present when this issue was observed.